Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. There were no anomalies observed regarding the multi lumen tubing.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During the procedure the lead measurements were within range, but the position was not optimal so the physician decided to reposition the lead. When the lead was tested at the new position, no sensing occurred. The analyzer was changed-out and it was confirmed that the lead was inserted into the device, but the problem persisted indicating the lead was damaged and unable to sense. The lead was removed and replaced. No patient complications have been reported as a result of this event.